Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00 x 12mm synergy stent, it was noted that the stent got dislodged from the delivery system prior to inserting the device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy ii us mr 3.00 x 12mm stent delivery system was returned for analysis in two sections due to a shaft break. The distal section of the device was loaded over a guide wire. A visual and microscopic examination of the crimped stent identified proximal stent damage. A proximal stent strut was lifted and pulled distally. The undamaged section of the crimped stent outer diameter (od) was measured and the result was within specification. The balloon cones were reviewed. The balloon wings of the distal balloon cone were tightly wrapped and evenly folded and were not subjected to positive pressure. The proximal balloon cone wings were not tightly folded. A visual and tactile examination of the hypotube multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found break in the inner and outer shaft polymer extrusion 5mm distal from the port exchange site. Severe damage (accordion like) was noted at several sites along the inner and outer shaft polymer extrusion. A visual and microscopic examination of the tip found no issues. The device was returned with a guidewire loaded through the wire lumen in the distal section of the device. The returned guidewire od was measured and the result was within specification. Attempts were made to remove the guidewire from the wire lumen however the wire was stuck in the lumen, it appeared the bunching/accordion like damage to the shaft polymer extrusion was preventing its removal. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was further reported that the stent did not dislodge. Upon loading the 3.00x12m synergy stent on a non-bsc wire, the device became stuck on the wire before entering the touhy. After several attempts to remove the device, the physician had to remove both the wire and the synergy delivery system together.